Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Event description:
It was reported that the patient received inappropriate shocks. Other episodes were also observed, indicative of a lead damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an abrasion on the outer insulation of the is-1 connector leg, exposing the metal wires of the sensing coil. The lead abrasion is consistent with that produced by friction with the ICD can.